Manufacturer narrative:
Patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: information cannot be provided due to personal data privacy legislation/policy. Date explanted: n/a as iol remains implanted. Reporter telephone number: 81991114394 the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - impact code: 4625 incision enlargement. Health effect - clinical code: 4581 incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfw100 model intraocular lens (iol) was implanted into the patient¿s operative eye. Due to complaints of undesirable refractive outcome of avl 20/100 the iol will be explanted, however the intervention has not been performed. The incision enlargement was required however, there was no vitrectomy. The following are all unknowns: daily activities that the patient cannot perform that he/she was able to prior to surgery, medical attention or medication prescribed (outside of standard care), and suture(s). Patient status was reported as temporarily impaired. Best corrected visual acuity pre-operative was reported as 20/20 and best corrected visual acuity post-operative was 20/100. Suspect iol is not available for return as it remains implanted in the patient's eye. Patient information cannot be provided due to personal data privacy legislation/policy. No further information is available.